Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: after performing pre-op checks, user claims that the vent does not go into vent mode and it is greyed out.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: mainboard defective. Correction: replaced mainboard.

Event description:
The following was reported to hamilton medical ag: summary: after performing pre-op checks, user claims that the vent does not go into vent mode and it is greyed out.